Manufacturer narrative:
(B)(4). Investigation: the disposable set was not returned for evaluation. The manufacturing records,and testing and inspection records were reviewed for this lot. No anomalies were noted and the product conformed to specifications. Three bags from the retention samples of this lot were visually examined. The solution in the bags was measured and the composition of the solution was quantitatively tested. No anomalies were noted in the appearance and the measure value conformed to in-house standards. Root cause: only products that conform to in-house standards are released. It is possible that a combination of the following common factors of hemolysis caused the incident reported:-characteristics of donor's blood-excessive cooling of the product-filter clogging - if the filter clogs, red blood cells passing over such a filter could be caused resulting in hemolysis

Event description:
The customer reported a unit of red-tinged plasma derived from whole blood they suspect is hemolyzed. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to a device malfunction that has the potential for injury.